Event description:
On (B)(6) 2010, an aus device was implanted. On (B)(6) 2011, information was received that indicated the patient needed a revision surgery due to a device malfunction. A surgery occurred on (B)(6) 2011 that indicated an accessory kit was used, no components indicated. Additional information was received on (B)(6) 2011 that indicated the physician reported the cuff was not in the correct position and he requested an accessory kit to use to reposition the cuff. On (B)(6) 2011, an aus device was returned to ams for this patient. Additional information was requested on the reason for the removal. On (B)(6) 2011, it was indicated that on (B)(6) 2011, the physician removed the entire aus device due to "extrusion of the cuff into the urethra."

Manufacturer narrative:
Catalog #: 72400024, 72400098. Serial number #: (B)(4). The cuff, balloon, and pump were returned and analyzed. A leak in the cuff was noted due to operating room damage, the pump was rated as performing within specifications. The balloon was rated functional, the balloon pressure was indicated to be above specification; this may have contributed to the reported event. Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.